Event description:
It was reported that the patient underwent initial hip replacement. Subsequently, a revision procedure was performed due to infection (a few weeks later). Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. D10: the product has not been returned to zimmer biomet for investigation. D11: medical product: act artic e1 hip brg 28x40mm, catalog #: ep-200146, lot #: 247830. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. The sterilisation certificates were reviewed and confirmed that the product is sterilised within the specification range. A review of the complaint database over the last 3 years has found no similar complaints for this item code 12-115111. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk table could not be selected for comparison. However, infection is documented as a harm as a potential outcome of a number of hazards/hazardous situations. The harm documented is infection, moderate localised which is considered a severity of 3: moderate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Medical product: act artic e1 hip brg 28x40mm, catalog #: ep-200146, lot #: 247830. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that the patient underwent initial hip replacement. Subsequently, a revision procedure was performed due to infection (a few weeks later). Attempts were made to obtain additional information; however, none was available.